Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 200 ohms. Boston scientific technical services (ts) discussed a possible issue with the proximal coil. It was noted the device would be reprogrammed to a different shocking vector. No adverse patient effects were reported. The lead remains in service. Additional information received reported that the shock impedance issue was determined to be localized to the proximal coil. The device was reprogrammed to exclude the proximal coil in the shocking vector. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
Additional information has been requested. If additional information is received, this report will be updated.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 200 ohms. Boston scientific technical services (ts) discussed a possible issue with the proximal coil. It was noted the device would be reprogrammed to a different shocking vector. No adverse patient effects were reported. The lead remains in service.